Manufacturer narrative:
A service work order indicates that the instrument was evaluated, restarted and a performance check showed no issues. If any additional information is received then this record shall be updated. As the incident lot number is currently unavailable, it is unknown if there are related complaints for the ¿as reported¿ defect code. If the incident lot number is received in the future, this evaluation summary shall be updated. Based on the limited information received, no conclusions could be drawn regarding this issue. If any additional information is received then this record shall be updated. A root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd sedisystem esr instrument labeler wasn¿t working. No serious injury or medical intervention reported.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd sedisystem esr instrument labeler wasn¿t working. No serious injury or medical intervention reported.

Manufacturer narrative:
The bd sedi-15 instrument (catalog no. 366076) was discontinued in january 2010 and is no longer distributed by bd. Additional information was received on 10/30/2018 from the bd technical support team who conducts a repair service on the device referenced in this report. It was determined that this device is not a bd sedi-15 catalog no. 366076, but rather a non-bd printer. A processing error had occurred where the printer was logged into the service request system as the ¿bd sedi-15 catalog no. 366076¿. As a result, the current complaint referencing the bd sedi-15 catalog no. 366076 will be cancelled in our complaint system as it is not associated with our bd products. We have also taken necessary actions to prevent this processing error from recurring in the future.

Event description:
It was reported that bd sedisystem esr instrument labeler wasn't working. No serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that bd sedisystem esr instrument labeler wasn¿t working. No serious injury or medical intervention reported.